Event description:
Icy hot back patch was applied to lower back to relieve sports induced discomfort. The icy hot product became extremely hot, causing discomfort and first degree burns before being removed. Total contact time with the product was approx five -5- minutes. The product was removed and discarded. No repeat application of the product was attempted. Dose or amount: unknown, frequency: single application, route: transdermal. Dates of use: 2007. Diagnosis: sports injury. Event abated after use stopped: yes.